Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 17 mmol/l. The customer stated that they changed the infusion and reservoir multiple times. The customer used different bottles of insulin. The customer was advised to remove the reservoir and attempt manual prime. The customer was able to push insulin through manually. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.